Event description:
It was reported that the user experienced intermittent cgm data loss on ilet when glucose changed rapidly while using a libre 3+ sensor, with on-screen messages indicating sensor unavailable and sensor error and subsequent reconnection; the user also reported a prolonged hypoglycemic episode followed by hyperglycemia and has been treating lows with repeated glucose doses without confirmatory fingersticks, which prompted troubleshooting and education on correct low treatment and the importance of fingerstick checks to prevent rebound highs. Symptoms included hypoglycemia and hyperglycemia with associated dizziness, sweating, weakness, hot flashes/flushes, dry mouth, nausea, and vomiting. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included user communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and an improper or incorrect procedure or method in treating lows; the device component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.